Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device battery showed the gray bar. The device had been stored in a trunk and then sitting in storage at room temperature for a couple of weeks. The device was not implanted. There was no patient involvement.